Event description:
Rptr was drawing up normal saline 0.9% in the 140 ml syringe to prepare vancomycin syringe, when rptr noticed a piece of what looked like clear plastic material on sterile black rubber tip of plunger. Rptr did not experience this problem with any other syringes in the batch he was compounding. The rptr has the syringe available for analysis.